Event description:
According to the customer on 5/31/2024, "I had a patient that came in because she got a positive pregnancy test at home. The test done in the office was negative, so we did bloodwork, and the patient was in fact pregnant."

Manufacturer narrative:
According to the customer on 5/31/2024, "I had a patient that came in because she got a positive pregnancy test at home. The test done in the office was negative, so we did bloodwork, and the patient was in fact pregnant." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.